Manufacturer narrative:
Corrected from previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one forcetriad generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no visible damage to unit and no errors in the error log. A full test data sheet was completed and all within specifications. The investigation found the device to function normally and within specifications. A review of the device history records for this sample found no potentially contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an patient issue occurred after a procedure where this device was used. The patient had to be returned to the operating room.